Event description:
It was reported that the spider tenet had a fluid leakage. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a broken indexing handle and broken enclosure screw mount holes were noted. A functional evaluation revealed the device failed the weight test. The piston migration was at 2.7 inches, which is indicative of significant oil loss. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.